Event description:
The customer called reported via phone call that the sensor gave erroneously low readings, causing his insulin pump to threshold suspend. Customer's blood glucose was over 200 mg/dl and the sensor read 58 mg/dl. The customer declined to be transferred for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.